Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and sensing noise were confirmed. As received, a complete lead was returned in two pieces. Visual examination of the lead found an external insulation abrasion that breached the outer insulation and exposed the outer coil at the distal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone, consistent with friction to another device or features of the heart.

Event description:
It was reported that the patient presented for replacement of both the right ventricular (rv) and right atrial (ra) leads due to over-sensed noise. The rv lead also exhibited loss of capture and pacing was inhibited. The patient experienced dizziness. The leads were explanted and replaced. The pulse generator was also replaced at elective replacement indicator (eri). It was unclear whether the rv and ra lead noise was associated with the device header or the leads themselves. The patient was stable.